Event description:
The customer reported that the system failed to allow fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation and performed a filament calibration. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.